Event description:
It was reported, the bronchovideoscope exhibited it¿s black when you looked through it. Not sure as to when the unspecified issue occurred. There were no reports of patient or user harm, injury, or death.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated: b5, d9, g3, h2, h3, h4, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it's black when you look through it is due to image going out when angled olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.